Manufacturer narrative:
Insulin pump was monitored in 3 days and had no loose and gain time noted. No time anomaly noted. The test ultra link blood glucose meter communicates properly to insulin pump and had no time anomaly during blood glucose meter test noted. Insulin pump was unable to download to the carelink software, due to alarms in alarm history screen. Insulin pump alarmed due to corrupted history file. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump quickly jumps into the time and date screen. The blood glucose reading is 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.